Event description:
It was reported that the guardians have noticed an obvious decline in the child's auditory performance since (B)(6), 2011. History of impact or head trauma is denied by the guardians, problems of outer devices are excluded. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.